Event description:
The pt was allergic to morphine and the drug was switched to dilaudid. She experienced swelling in her feet and legs and increased pain. There was a pump revision (not specified). The pt recovered without sequelae.